Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The patient experienced a skin reaction characterized by a bump/pimple at the needle puncture site. The reaction occurred an unspecified number of days after sensor insertion in the left arm. The area was prepped with alcohol prior to insertion. On (B)(6) 2025, the patient contacted his physician and was advised to schedule an office visit. The patient was seen on (B)(6) 2025, at which point the bump had already subsided. As a precaution, the physician prescribed cephalexin 500 mg, to be taken three times daily for seven days. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).